Event description:
The customer states that one pt sample generated an architect total b-hcg assay result of 80 miu/ml (the customer states that controls were not run when this sample was tested). A new sample was drawn the next day and generated a b-hcg result of negative. The initial sample was then retested and generated a result of negative. The customer states that the initial elevated result was generated immediately after an analyzer decontamination procedure was performed. The customer is convinced that the result had something to do with the decontamination procedure and asked if the documented rinses for the procedure are enough. There is no impact to pt management reported. An investigation is pending.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.